Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in south korea. It was reported that the error message ¿sig¿ occurred on the rotaflow console during treatment. The error message was not disappeared even reapplying contact cream to cover both sides completely. This unit was replaced with another unit for continuous therapy. This unit was investigated by cross checking with a reference unit and found out as a result that the rotaflow drive was detected as faulty. The affected rotaflow drive with s/n (B)(6) was sent back to the manufacturer for repair. It was received on 2021-04-23 and during investigation by the getinge service department on 2021-06-02 the reported failure "sig error" could be reproduced. Thus the drive was sent to the supplier (B)(4) on 2021-06-17 for further investigation. On 2021-07-09 the supplier (B)(4) was able to reproduce the reported failure but it was not possible to determined a most probable root cause which lead to a damaged flow sensor. The flow sensor was replaced by the supplier. After functional test at getinge service department on 2021-07-21 the device was sent back to the user. A device history review (DHR) was performed and the DHR does not show any abnormality or issue that is related or can have led to the customer complaint. Based on these investigation results the reported failure could be confirmed. However, failure mode "sig error" can be linked to the following most possible root causes according to our risk management file (dms# (B)(4)): bubble/flow sensor failure, e.g.: malfunction of bubble/flow sensor electronics. Dried contact gel. User forgot renewing contact gel. In order to avoid reoccurrence of the reported failure "sig error", the user will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.2 / en / v13. 6.2 reapplying ultrasonic contact cream. The ultrasonic contact cream can dry out and impair the functioning of the integrated flow/bubble sensor. In the "free" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [sig!] Appears. In the "stand al" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [faultbub] appears. The error message [sig!] Indicates an error in the integrated flow/bubble sensor, which may result in an incorrect flow display. The rotaflow centrifugal pump still continues to function. If the error occurs during lpm mode, the rotaflow system switches back to rpm mode automatically. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. The affected rota flow drive with s/n (B)(4) has been requested for further investigation but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in (B)(6). It was reported that the error message ¿sig¿ occurred on the rotaflow console during treatment. The error message was not disappeared even reapplying contact cream to cover both sides completely. This unit was replaced with another unit for continuous therapy. This unit was investigated by cross checking with a reference unit and found out as a result that the rotaflow drive was detected as faulty. No indication of actual or potential for harm or death has been reported. Complaint ID: (B)(4).